Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing site: part#: 03.809.972, lot#: 7532654. Release to warehouse date: 17-jan-2014. Expiration date: not applicable. Supplier: (B)(4). No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t-handle t25 stardrive shaft was stripped at the tip, the sleeve threads of a holding sleeve-standard with stop for matrix were stripped, the tip of the t-pal trial spacer has broken off, the tip of the t-pal spacer applicator has broken off, and the slap hammer broke into (2) pieces at the very lowest part of the hammer. This was discovered during routine inspection. There is no patient or case involved. This is report 5 of 5 for com-(B)(4).

Manufacturer narrative:
Additional narrative: device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.